Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that the bending rubber was torn and the adhesion of bending rubber was missing partially. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be determined, but it is surmised that the subject device was contacted with a forceps as reported and the bending rubber and adhesion were damaged.

Event description:
Olympus was informed that the subject device was contacted with a forceps in the patient cavity and the bending rubber of the subject device was torn when the user facility was operating the subject device with a forceps. The subject device was checked by the user facility and it was found that there were tear in the bending rubber and missing in the adhesive of bending rubber. The user facility continued the procedure without replacing the subject device. After intraperitoneal cleaning, the procedure was completed. While intraperitoneal cleaning, the user facility confirmed that there was no residual parts in the body.